Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that during the fill process a leak was observed to be coming from the internal bag at the base of the seal of the internal bag. The complaint of leakage can be confirmed. As received no damage or anomalies were observed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported the medication was being filled in the ward, but its use was discontinued because the drug leaked inside the cassette housing. This occurred during priming. No patient harm was reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.